Manufacturer narrative:
Results: visual inspection of the returned product found pieces of both plates haptics are torn off and missing. Lens was returned in liquid. Conclusion: based on the complaint history and the eval of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The rptr stated the surgeon used a micl 12.6mm implantable collamer lens. The lens ripped, no further info. Further info was requested, but none has been forthcoming. If add'l info becomes available, a supplemental medwatch will be submitted.